Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous vessel below the knee. A 2.5 mm x 220 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patients complications were reported and the patient was in good condition.